Event description:
It was reported that a ventricular assist device (vad) patient was experiencing low flow alarms for five days prior to being admitted to hospital with hypertension, automatic implantable cardioverter-defibrillator (aicd) shocks and low flow alarms. Upon arrival, the patient presented with a mean arterial pressure (map) in the 120s, which decreased to the 80s after administration of antihyperte nsive medications. There was a significant drop in device flow and power were noted 1.0l/m flows and 1.6 w for power speed at 2260. Central venous pressure (cvp) was initially low but was corrected with intravenous fluids (ivf). The patient was hemodynamically stable following treatment. The patient had a history of anticoagulation non-compliance but was compliant at the time of the event. Thrombus on the inflow was noted, with inflow or outflow graft (ofg) occlusion. As of now the plan is to plug the ofg. The speed had increased from 2360 to 2380, and flows and watts slightly improved to 1.7w and 1.3lpm. The patient was on an intravenous vasodilator for a while but no longer is, and since then received an heparin gtt. Diagnostic tests included transthoracic echocardiogram (tte) which revealed normal right ventricular (rv) function, gated computed tomography (CT) scan revealed signs of inflow cannula (ifc) mass, and a right heart catheter revealed normal filling pressure, normal mean pulmonary arterial pressure, and normal cardiac index. A review of log file data revealed below normal power and numerous low flow alarms. The patient was not an exchange candidate and after many discussions amongst the team and patient, the vad was decommissioned. The patient was at peace with this decision, and the team thinks there is a chance of some recovery versus the need for hospice care.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - outflow graft d4: model#: 1175 / catalog#: 1175 / expiration date: 28-feb-2022 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 29-feb-2020 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) and the associated outflow graft (lot no. 2002842617) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2026, leading to parameters below normal operating range, and 173 low flow alarms logged since (B)(6) 2026. As a result, the reported low flow/power event was confirmed; however, the reported outflow graft occlusion/obstruction could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension and thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.